Event description:
It was reported that the patient was above target, but the water temperature was not dropping as expected on the arctic sun device. The patient temperature was 36c, the target temperature was 37c, the water temperature was 29c, the flow rate was 3.1lpm, system hours were 10258, pump hours were 9475. The event log showed alert 113 (reduced water temperature control). The chiller temperature (t4) was 4.4c. The mixing pump command was 100 percent. A nurse would need to send this device to biomed and locate another device. Per sample evaluation results received on 12sep2022, it was reported that the circulation pump was primed to complete autofill. It was noted that the power cord had exposed wires. Per sample evaluation results received on 29sep2022, double bend tube and the chiller evaporator outlet tube were found expanded during servicing, and the tank seals were replaced due to lifting from the tank. The flowmeter was replaced due to incorrect reading during prewarm flow checks.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable.  H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was above target, but the water temperature was not dropping as expected on the arctic sun device. The patient temperature was 36c, the target temperature was 37c, the water temperature was 29c, the flow rate was 3.1lpm, system hours were 10258, pump hours were 9475. The event log showed alert 113 (reduced water temperature control). The chiller temperature (t4) was 4.4c. The mixing pump command was 100 percent. A nurse would need to send this device to biomed and locate another device. Per sample evaluation results, received on (B)(6) 2022, it was reported that the circulation pump was primed to complete autofill. It was noted that the power cord had exposed wires. Per sample evaluation results, received on (B)(6) 2022, double bend tube and the chiller evaporator outlet tube were found expanded during servicing and the tank seals were replaced due to lifting from the tank. The flowmeter was replaced due to incorrect reading during prewarm flow checks.